Event description:
It was reported during the implant procedure, the radiopaque tip of the dilator was detached from the body of the dilator and the physician extracted it when removing the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) catheter separation; damaged at implant.